Event description:
Caller alleged imprecision with inratio meters of two patients. Results as follows: patient 1: date: 2009, inr: 1.1; eleven days later, 6.5. Patient 2: date: 2009, inr: 1.4; eleven days later, 4.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test provided by end-user at time complaint was filed: patient 1: date: 2009, inr: 1.1; eleven days later, 6.5. Patient 2: date: 2009, inr: 1.4; eleven days later, 4.9. Customer results not valid in comparison. Time elapsed between results was reported as two weeks. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. It was indicated that coumadin dosage was adjusted between results reported. Product deficiency not established. As of today, product is not expected to return. No further action required. As of the following month, eleven discrepant result complaints were reported for lot # 216969 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action is required at this time as no product deficiency was established.